Event description:
Revision surgery performed on (B)(6) 2024, due to septic loosening. Spacer with antibiotic was used. Previous revision performed on (B)(6) 2018. Patient age: 76 years old. The following devices were explanted: fem. Modular head - s ø28mm (product code: 5010.09.281, lot.1802026 - ster. 1800078). Delta-pf acetab.cup ø46 mm (product code: 5551.25.460, lot. 1700825 - ster. 1700078) - - not sold in us. Delta protr.liner øint 28mm #s (product code: 5886.51.055, lot. 1712008 - ster. 1700322). Another device great-s pl3 hip - stem #3 h=144mm (product code: 4520ha030 - lot. 1705832) manufactured by hit medica s.p.a. Was also explanted. Event occurred in italy.

Manufacturer narrative:
Checking the sterilization charts of involved lot numbers, no pre-existing anomalies were found on the components manufactured with those lot numbers. Therefore, all the products with those lot numbers have been properly sterilized before being placed on the market. This is the first and only complaint received on the lot numbers involved. Even though requested the following information was not received by the complaint source: - pre- and post-operative x-rays?; - patient's clinical data ; - pathogen responsible for infection; - photos of the explants. Without the possibility to analyze additional information, no deep analysis can be performed, therefore we cannot determine the cause of the infection. Nevertheless, the check of the sterilization charts confirmed that the devices involved were regularly sterilized, no anomaly detected. In conclusion, it seems that the infection was caused but external factors not related to the products. Pms data. Based on limacorporate's pms data, we estimate a revision rate of the femoral heads belonging to family codes 5010.09.xxx due to infection of about (B)(4)%. No corrective action needed following this complaint. Limacorporate will continue monitoring the market to promptly detect anyfurther similar event. This is an MDR final report.

Manufacturer narrative:
Checking the sterilization charts of involved lot numbers, no pre-existing anomalies were found on the components manufactured with those lot numbers. Therefore, all the products with those lot numbers have been properly sterilized before being placed on the market. We will submit a final report after the final investigation.

Event description:
Revision surgery performed on (B)(6) 2024, due to septic loosening. Spacer with antibiotic was used. The following devices were explanted: · fem. Modular head - s ø28mm (product code: 5010.09.281, lot.1802026 - ster. (B)(4)) · delta-pf acetab.cup ø46 mm (product code: 5551.25.460, lot. 1700825 - ster. (B)(4)) - not sold in us · delta protr.liner øint 28mm #s (product code: 5886.51.055, lot. 1712008 - ster. (B)(4)) previous revision performed on (B)(6) 2018. Patient age: 76 years old event occurred in italy.